Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not yet repaired.

Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, a failure of the device to charge its internal battery was observed. The device's software needs reloaded to address the issue.